Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they do not receive battery alarms before he changes his battery. Customer received two unexpected restart and external ram crc error alarms after changing the battery. Alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed unexpected restart after battery change and resets time and date to factory default due to voltage leak at interface board. The device passed the self-test and displacement test. No unexpected alarms noted during testing.